Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had the pump explanted on (B)(6) 2019 due to infection. The pump would be sent back for analysis. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was scheduled for an explant due to an infection. It was noted that about a month ago the patient experienced a fever, the pump incision got red, opened up and seeped blood. It was reported that the patient was put on intravenous antibiotics on (B)(6) 2018 and when the patient was seen by the healthcare provider (hcp) today the incision was healed and the infection had cleared up so it was canceled. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.